Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise, high capture thresholds and pacing lead impedance issue were noted on rv lead. The lead was capped and replaced on (B)(6) 2017 without complications. The patient was stable.